Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and deflation.

Event description:
Healthcare professional reported right side deflation and capsular contracture, baker grade iii. Device has been explanted.

Event description:
Healthcare professional additionally reported right side hole on patch side via rga.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify a striated edge opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage.